Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-18, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (15 mg/ml, 17.019 mg/day) via an implantable pump for failed back surgery syndrome. It was reported an empty reservoir alert was occurring. The event date was (B)(6) 2020. No symptoms or patient complications reported. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The empty reservoir alert was discovered when the pump was interrogated on (B)(6) 2020. It was unknown if an empty pump was confirmed. Regarding the cause of the empty pump alert, it was indicated that medication needed to be refilled. The physician refilled the pump on (B)(6)2020. The patient¿s weight was unknown. The information was noted as having been confirmed with the physician/account.